Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle leaked vaccine before being administered. Additional information received on (B)(6) 2023 stated that the leak happened at the luer lock. Vaccine was a prefilled vial.

Manufacturer narrative:
This report was filed in error. Cardinal health is not the legal manufacturer of this this device. The legal manufacturer is sol millennium med inc. The manufacturer has been notified of the event.